Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead was oversensing noise. The patient experience decreased in energy. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
Correction for g3, incorrect date was 8 jan 2024.